Event description:
The information received from the field states that during the coiling of a ruptured basilar tip aneurysm, the physician attempted to place a 16 x 30 complex standard orbit coil (637cs16300, lot # 13027865) in the aneurysm. He was using a 45 degree shaped prowler 14 microcatheter lot # 13067574. The coil was advanced through the microcatheter and he attempted to position it. He did not like the original placement, so he retracted the coil. When the coil was completely removed, it was stretched and unusable. There was no patient complication. He then proceeded to coil the aneurysm using the coils and the same microcatheter. There was no resistance felt in the microcatheter. An agility 14 guidewire passed through the mc with no issue. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing: however, it has not been received to date. Additional information will be submitted within 30 days of receipt.